Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a trunk cable pulled from the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the pulled cable. The patient received a replacement electrode belt.

Event description:
A (B)(4) male patient's mother contacted zoll customer support to report a pulled wire from the patient's electrode belt. The patient was issued a replacement electrode belt.